Manufacturer narrative:
In a communication with the olympus technical assistance center (tac), the customer asked for the part number for the blue connector on the alcohol tubing. The part number was gj701500 and was not an approved part for sale according to the parts risk analysis data base in teams. Tech informed the customer that a field service engineer (fse) would need to come in to replace the part. The customer did not want dispatch at the time of the call. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer wanted the part number for the blue connector on the alcohol tubing of the endoscope reprocessor. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined and the reported was not confirmed. However, it is likely that the lock lever of the connector was broken by external stress, which caused the connector unable to be connected. The suggested event is detectable/preventable by handling the equipment in accordance with the following IFU. 3.3 inspecting the connectors: check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents. Olympus will continue to monitor field performance for this device.